Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedance measurement of greater than 2000 ohms. The patient is not symptomatic and there were no reports of asystole. The patient was seen in clinic for further follow up and programming changes were made. In the future, the plan is to perform a lead revision. At this time, this pacemaker and ra lead remain in service, and there were no adverse patient effects reported. Additional information was received that this ra lead was surgically abandoned and replaced due to noise and high out of range pacing impedance measurements. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedance measurement of greater than 2000 ohms. The patient is not symptomatic and there were no reports of asystole. The patient was seen in clinic for further follow up and programming changes were made. In the future, the plan is to perform a lead revision. At this time, this pacemaker and ra lead remain in service, and there were no adverse patient effects reported.